Event description:
It was reported that a patient underwent inguinal hernia repair on (B)(6) 2003 and mesh was used. The patient reported that he developed pus at the incision site approximately eight months post operatively. The patient underwent a second procedure on an unknown date and pieces of the mesh were removed. The patient also complains of nausea and decreased energy and refuses to see the surgeon at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.